Event description:
The 4 fr d/l catheter was placed 2006 and was removed on the same day because it broke and migrated. No patient injury.

Manufacturer narrative:
The sample has not been received by the manufacturer. However, it has been sent from the facility and is expected to be received soon. A medwatch update will be completed at the end of the evaluation process.